Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was cracked; cause was not known. There was no patient involvement, as the pump was being used for demonstration purposes only. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.